Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle on the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was also visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Further, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer tried to calibrate the 30 degree endoscope and the image was upside down. The customer stated they put on a second endoscope and then the image is in the correct orientation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.